Event description:
It was reported that on literature review "clinical efficacy of low temperature plasma ablation for conjunctive vascular malformation patients", after a plasma ablation for conjunctive vascular malformation treatment using a evac 70 wand and a coblator surgery system, one patient had symblepharon, this was treated with a symblepharon repair, and also 1 patient had a part of the eyelashes that did not grow after the surgery and also permanent scars were formed on the eyelid margin, it is unknown if this was treated. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Mai, rui (2020). Clinical efficacy of low temperature plasma ablation for conjunctiva vascular malformation patients. Med j chin pap, vol. 31,no. 2.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.